Event description:
Us equipment indicated error message and attempted troubleshooting to activate machine unsuccessful. Manufacturer help-line called for assistance and procedure aborted. Manufacturer notified of malfunction and machine taken out of service pending manufacturer service. Manufacturer response for acuson sc 2000, acuson sc 2000 (per site reporter): siemens rep performed diagnostic on the machine and identified faulty board. The part was ordered and replaced the following day. Us returned to service with no further events noted. Manufacturer response for acuson sc 2000, acuson sc 2000 (per site reporter): siemens rep came same day and performed diagnostics. Identified faulty board and ordered part. Part replaced the following day.